Event description:
It was reported that during an unspecified stenting procedure, resistance was encountered and a sheath fracture occurred. The lesion was located in an unspecified bile duct. The 8.5fr/10cm flexima biliary stent delivery system (sds) was advanced to the lesion. Resistance was encountered upon retracting the inner sheath to release the stent. The physician attempted to retract the sheath more slowly to release the stent; however, the inner sheath fractured and remained inside the stent. The sds was removed and the physician was able to retrieve the stent utilizing a forceps. The physician cannulated the duct by unspecified means and placed an unspecified endoscopic biliary drainage (ebd) tube to complete the procedure. The patient's status is reported as "good."